Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing and poor amplitudes. Historically, there has been rare and intermittent oversensing, and low levels of noise, possibly myopotential, has been seen on the subcutaneous electrocardiogram (secg). Technical services (ts) was contacted to discuss programming options, and the s-ICD was reprogrammed. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing and poor amplitudes. Historically, there has been rare and intermittent oversensing, and low levels of noise, possibly myopotential, has been seen on the subcutaneous electrocardiogram (secg). Technical services (ts) was contacted to discuss programming options, and the s-ICD was reprogrammed. The s-ICD system remains in service. No adverse patient effects were reported.